Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d5, d8, g3, g6, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the b30 scope communication error was caused by the user connecting the device without drying the electrical contact part of the video connector sufficiently. The following statement is included in the instructions for use which can prevent the event: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear." Per the legal manufacturer, the error code e216 included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunction was to recur.

Manufacturer narrative:
Due diligence was executed for this event. Device manufacture date is not available. The device has been returned and evaluated for the issue f the b30 and the e216 error messages. These error codes were not duplicated at the time of testing. Evaluation is ongoing. Supplemental report(s) will be submitted when any further information is available.

Event description:
As reported for this event, the b30 scope communication error was observed fort he device. An e216 error was also observed. These errors were observed with multiple scopes. Even cleaning the contacts did not eliminate the error which was still observed intermittently. There was no patient involvement. The device was inspected prior to the issue being found and no abnormalities were noted. There were no foreign objects such as hard water residue, finger grease, lint or dust observed on the electrical contacts. The connection was secure.